Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called ambulance and went to emergency room on (B)(6) 2021 for low blood glucose of 22 mg/dl which was treated with glucagon shot. The customer¿s current blood glucose was 194 mg/dl which was treated with glucose tablets. Customer stated they wanted to check the functionality of insulin pump. Customer had a temp basal of 75% and did not remember put that in. Customer was at a normal blood glucose when they arrived emergency room. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting for low blood glucose was done. The customer was not using the auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.